Manufacturer narrative:
This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This file is a review of the following journal article: noh, j. H., et al (2011) anterior cruciate ligament reconstruction using 4-strand hamstring autograft: conventional single-bundle technique versus oval-footprint technique. Arthroscopy: the journal of arthroscopic and related surgery, vol. 27, pages 1502-1510 (USA). The study emphasizes on the comparison on the short-term results of conventional anterior cruciate ligament (acl) reconstruction with oval-footprint (modified) single-tunnel acl reconstruction with 4-strand hamstring autograft. The patients evaluated on course of this study: 74 patients. The article describes the following procedure: acl reconstruction. The device involved was: unknown intrafix interference screw. Complications described: in 1 subject in group I, infection of the reconstructed knee developed, which healed after 2 arthroscopic debridement procedures.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary = the complaint device is not being returned; the availability of the device is unknown, therefore unavailable for a physical evaluation. Multiple follow-ups were made to obtain additional information regarding the event, but no response was received. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.